Event description:
It was reported that the patient presented in clinic. Upon device interrogation, it was observed the atrial lead exhibited oversensed noise and this caused pacing inhibition. The lead was capped and replaced on (B)(6) 2022. The patient was stable.